Manufacturer narrative:
Only the product name (i.e., no size, no lot, no ref) and an event description were provided. The event date was not reported. The affected device was not returned. Therefore, no complaint investigation could be performed.

Event description:
The passeo-35 xeo peripheral dilatation catheter was selected for treatment. During procedure the balloon ruptured and the device fractured. The fractured part could not be fished out. Therefore, a covered stent was implanted across the fractured part, so it did not make anything worse. No further information could be obtained.